Event description:
In 2001 the pt said they are "leaking more and more, especially after pt has been sitting." In 2003 the pt basically complained of same issues as in 2001. 3 months later pt continues complaint of "leaking more and more." "They go through 2-5 pretty soaked pads a day."